Manufacturer narrative:
One swartz braided transseptal guiding introducer was returned for analysis. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the proximal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use.

Event description:
During the procedure, blood was leaking from the hemostasis valve. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.